Event description:
It was reported that the device mis-fired causing the patient to fall and obtain a hip fracture. The patient subsequently expired. Cause of death reported as ischemic heart disease. The patient's family alleges pacemaker malfunction. Additional information was received reporting that the patient was transported to the hospital after a syncopal episode, which caused him to fall and suffer a hip fracture. Interrogation revealed the device had fired appropriately, and had successfully treated ventricular tachycardia (vt). The patient was admitted to the hospital, and over the course of several hours, suffered multiple episodes of vt which the device successfully treated. It was noted that upon admission to the hospital, the patient had an elevated potassium level. After the last appropriate shock was delivered in response to vt, a paced rhythm resumed; however ,the qrs complex was wide and the patient was pulseless. Efforts to resuscitate the patient were unsuccessful. There is no indication in the hospital record that the device misfired, or that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no indication from a health care professional that the patient's death was device related. Evaluation summary: battery depletion-normal. Other text : it was reported that the device mis-fired causing the patient to fall and obtain a hip fracture. The patient subsequently expired. Cause of death reported as ischemic heart disease. The patient's family alleges pacemaker malfunction. Additional information was received reporting that the patient was transported to the hospital after a syncopal episode, which caused him to fall and suffer a hip fracture. Interrogation revealed the device had fired appropriately, and had successfully treated ventricular tachycardia (vt). The patient was admitted to the hospital, and over the course of several hours, suffered multiple episodes of vt which the device successfully treated. It was noted that upon admission to the hospital, the patient had an elevated potassium level. After the last appropriate shock was delivered in response to vt, a paced rhythm resumed however the qrs complex was wide and the patient was pulseless. Efforts to resuscitate the patient were unsuccessful. There is no indication in the hospital record that the device misfired, or that the death was device related. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: battery - end of life - expected. Device operated according to specifications, device failure.